Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button switch was an open connection in the response button cable. Additionally, the monitor reset during a pulse test during the investigation. An open connection on relay k700 caused the reset. The monitor showed signs of physical abuse. The root cause for the open cable and defective k700 relay could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.